Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump multiple times and stated that it may be related to the fact that they have been inserting manually. Customer stated that she had high blood glucose readings of 400 mg/dl at night. Customer also noticed bent cannulas. No further information reported.